Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design and manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery to treat burn trauma on (B)(6) 2023 that the tissue bank dermatome blade left racing stripe and did not completely harvest the skin. There was report of a delay, however, the duration of the delay was not specified. There was also report that the patient needed an allograft as skin harvest could not safely occur. An alternate blade was used to finished the procedure. Due diligence is complete. No additional information is available.